Event description:
In 2008, the patient reported receiving e10 (cartridge) error while attempting to retract the piston rod of the infusion device. She stated that the piston rod does not move and the motor is making a loud humming sound "as if it is working very hard". To troubleshoot, the patient was instructed to go to the "change cartridge" menu of the infusion device and the piston rod would not retract. The infusion device then displayed e10. The patient reported that there was wetness at the bottom of the cartridge compartment. She stated that she does not always attach the infusion set and adapter to the insulin cartridge prior to insertion. She was advised to do so. No physiological effects were reported. The patient did not require medical assistance from a healthcare professional or second party to address the issue. Product was replaced and requested to be returned for evaluation.